Event description:
It was reported during an attempt to treat the anterior tibial artery (ata) with multiple calcified lesions along the artery with a 100% stenosis, the physician advanced the device to the target lesion and balloon was inflated to 6 atm, but then noted a rapid pressure loss. Physician noted balloon had a leak with the evidence of the contrast leaking out of the balloon. The device was not inspected prior to use. The device was used to pre-dilate the artery. Another device was used to complete the procedure. There was no injury to patient.

Manufacturer narrative:
Evaluation results/conclusion: based on the information available no root cause can be determined. No results available since no evaluation performed (no device received). (B)(4).

Manufacturer narrative:
Related to operational context-balloon leak most likely procedural related. Patient¿s condition affected effectiveness of device-multiple calcified lesions along the artery with a 100% stenosis. Deformation problem.

Event description:
Evaluation summary: traces of radio opaque solution were detected into the inflation line and the balloon was unfolded. A manometric syringe was connected to the inflation luer of the hub and negative pressure was applied. A column of bubbles rose from the hub, indicating a leakage. The balloon was inflated at 6 atm and a pinhole was detected at 30 mm from the tip. No other abnormalities were detected on the device.